Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support with resetting the pump, and after the reset, the malfunction did not recur. Customer was instructed to call back if any malfunction code recurs and acknowledged this guidance.